Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens' instructions, the customer ran a precision study using qcs, which recovered acceptably. The customer monitored the instrument and method performance and indicated that no further discordant results were observed on patient samples. A siemens specialist reviewed the instrument files and determined that when the affected sample was initially run on the instrument, the recovery was flagged with "e172: sample probe clog detect error". The discordant tbil result of 0.4 mg/dl was obtained when the customer repeated the sample. A sample specific issue, due to poor sample quality and/or insufficient sample, contributed to the discordant, falsely low tbil result. Additionally, the dimension vista total bilirubin instructions for use indicates: "the assay performance has not been established/tested for neonate/pediatric population." The customer used the tbil assay off-label. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned the result. The patient's blood was redrawn, and the new sample was run on the same instrument, resulting higher. The result obtained on the new sample was reported, as the correct result, to the physician(s). The customer reported that the samples were not repeated because there was insufficient sample for repeat testing. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.